Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2016. Explant date: explanted in 2016.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.